Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states their sensor broke off when they were inserting the sensor into the serter. The customer states the sensor remained on the pedestal and the needle hub was in the serter. The customer's blood glucose level was unknown. The call dropped and the customer was unable to be reached.